Event description:
The facility representative reported a colleague infusion pump with a malfunction of battery related failure. It is unknown when this condition occurred. Baxter's review of the device event history determine that this incident interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery failure. The root cause could not be determined at this time. No repairs have been performed at this time since this is a baxter owned device. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.